Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with a mandrel stuck in the guidewire lumen. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink on the hypotube 13.5cm from the hub. Approximately 30.7cm of the mandrel is sticking out from the tip of the device. Microscopic examination revealed that the tip is missing. There is a hole in the inflation lumen and guidewire lumen 47mm from the tip. The holes appear to be consistent with a guidewire puncturing the guidewire lumen then puncturing the inflation lumen. The guidewire lumen prolapsed and stretched 52mm from the tip. The guidewire lumen buckled and stretched 44mm from the tip. There is blood present in the guidewire lumen and inflation lumen. The balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that guidewire would not come out of the monorail exit port. A 2.50mm x 20mm emerge balloon catheter was advanced for treatment. They try to put the balloon on the wire but it did not come out of the monorail exit port during the preparation. The device was not able to enter on patient's body and the procedure was completed with another of same device. No patient complications were reported. However, returned device analysis revealed tip detached and shaft hole in material.